Event description:
Hcp reported the pump did not invert and was not coming through the skin. The patient experienced weight loss and the pump was protruding more. The patient was given a new abdominal binder to wear.

Event description:
The patient reported she had lost 80 lbs. And now the pump was 'inverted' and in danger of coming out of the skin. The patient stated that she does not want to lose the pump since it has been working so well for her. The patient also reported that the health care provider recommended using a bandage/wrap to secure the pump but also indicated that the pump needed to be replaced. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731sc, lot # n290193008, implanted on: (B)(6) 2011, explanted on: unknown; catheter model # 8596sc, lot # 8596sc, implanted on: (B)(6) 2011, explanted on: unknown; 8590-1 dacron pouch, lot # n295439, implanted: (B)(6) 2011, explanted: unknown; (B)(4).